Event description:
A 2.5 mm diameter x 18 mm length micro driver rx coronary stent delivery system was inserted into a patient for the treatment of an om lesion. Lesion morphology was reported as non-tortuous with moderate calcification. The physician first attempted to direct stent: resistance was felt and this was unsuccessful. It was reported that the lesion was then pre-dilated. It was reported that the physician inserted the micro driver stent; however he could not cross the tight lesion at the anastomoses of svg with om branch and during withdrawing back to the guiding catheter, it slipped from the balloon and returned on the wire in the svg. No injury to the patient was reported. No difficulties removing from the hoop or the protective sheath. Stent inspected prior to use and no issues noted. Please note that this device (drv25018x/lot number 0000744191) is distributed outside the united states.

Manufacturer narrative:
Evaluation codes, results; conclusions: pending device evaluation.